Event description:
It was reported that the programmer would initiate "emergency" vvi pacing during both device interrogations and analyzer sessions, regardless of whether or not that button was pressed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would initiate "emergency vvi" pacing even if that button was not pressed, and it was attributed to the emergency button and socket having debris present on its sliding members which occasionally caused it to stick. Concomitant products : product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would initiate "emergency" vvi pacing during both device interrogations and analyzer sessions, regardless of whether or not that button was pressed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.